Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 1 of 2 for (B)(4). It was reported by the affiliate in (B)(6) that preoperatively to an unknown surgery on (B)(6) 2022, it was observed that it was hard to release and adjust the compression nut that was mounted on the guide sheath. According to the report, the guide sheath entered the aiming arm with difficulty to perform the block. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This complaint involves two devices.

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Report was initially submitted on may 20, 2022; advised by FDA on may 20, 2022 after hours to resubmit medwatch. Medwatch report is being resubmitted on may 23, 2022.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history review : a manufacturing record evaluation was performed for part #: 03.037.017, lot #: 5l17502; and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.